Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown shell, unknown stem. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02867.

Event description:
It was reported that patient underwent a hip revision due to instability. A head and liner exchange took place.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated or corrected. Upon third-party review of x-rays received, evidence of liner wear and acetabular osteolysis, radiolucencies around the femoral and acetabular components, and fracture or deformation of the acetabular cup were noted. Osteopenia was also suggested. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-02867, 0001825034-2017-02868, 0001825034-2017-04485, 0001825034-2017-04486.

Event description:
It was reported that patient underwent a hip revision procedure due to instability. No additional patient consequences were reported.